Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open hartman surgery, when transecting the sigmoid colon, the device was partially fired. Another device was opened and used successfully to resolve the issue in order to complete the case. There was no patient injury.